Manufacturer narrative:
There was no further information provided in regards to this reported event. We have contacted the business unit in italy for additional malfunction and repair information. A supplemental report will be submitted once this information has been obtained.

Event description:
On (B)(6) 2017 the customer reported that on (B)(6) 2017 this unknown intra-aortic balloon pump (iabp) was used to replaced a previous unknown iabp that had shutdown during patient therapy. The patient then expired on (B)(6) 2017. The customer has reported that the patient's death is not attributed to either of the iabp's. We have requested additional information to further investigate whether this second iabp malfunctioned. There was no further information provided in regards to this second iabp. The initial iabp used that had the "shutdown" malfunction has been reported under trackwise # (B)(4) and mfg report number 2249723-2017-00672.

Manufacturer narrative:
Three good faith efforts were made to obtained further information. As of the date of this report no response has been received.

Event description:
On september 27, 2017 the customer reported that on (B)(6) 2017 this unknown intra-aortic balloon pump (iabp) was used to replaced a previous unknown iabp that had shutdown during patient therapy. The patient then expired on (B)(6). The customer has reported that the patient's death is not attributed to either of the iabp's. We have requested additional information to further investigate whether this second iabp malfunctioned. There was no further information provided in regards to this second iabp. The initial iabp used that had the "shutdown" malfunction has been reported under trackwise # (B)(4) and mfg report number 2249723-2017-00672.